Event description:
The patient's internal device reportedly migrated. The patient underwent reposition surgery. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.